Event description:
It was reported that the patient had a controller exchange on (B)(6) 2021 due to a controller fault alarm. The patient returned to the clinic on (B)(6) 2021 after having low flow alarms, low speed alarms, and a no external power alarm while connected to batteries. A low voltage alarm was also noted but was attributed to normal battery depletion. Log file analysis confirmed abnormal low speed hazards and low flow hazards in addition to pump stop events. This type of behavior was indication of a phase to phase short. The patient was admitted after several pump stops. The patient had a prior full length repair from a prior short to shield, therefore a second repair was not possible. The patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2021. It was subsequently reported that the patient expired on (B)(6) 2022 due to vasoplegia, hypotension, and possible pulmonary embolism. Related MFR covering pump exchange: 2916596-2022-00133. Related MFR covering death: 2916596-2022-00135.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of no external power alarms was able to be confirmed via review of the log files; however, the event of a controller fault was unable to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 17 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). No external power alarms coincident with dual power cable disconnections while on the battery power were active intermittently on (B)(6) 2022 from 22:48:39 ¿ 23:39:56, on (B)(6) 2022 from 23:45:23 ¿ 23:45:34, intermittently on (B)(6)2021 from 11:09:38 ¿ 12:42:13, and intermittently on (B)(6) 2021 from 09:27:38 ¿ 09:44:09. The alarms cleared once the power cables were reconnected to power. The backup battery was able to provide power to the system during the alarms. There were no other notable alarms active in the log file. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU), rev. C, section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook, rev. C, section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 09dec2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion the heartmate ii system controller (serial number:(B)(6) ) is being evaluated for no external power alarms. The reported event of a controller fault was unable to be confirmed. The controller was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 17 days ((B)(6) 2021 per timestamp). No external power alarms while on the battery power were active intermittently on (B)(6) 2022 from 22:48:39 â¿¿ 23:39:56, on (B)(6) 2022 from 23:45:23 â¿¿ 23:45:34, intermittently on (B)(6) 2021 from 11:09:38 â¿¿ 12:42:13, and intermittently on (B)(6) 2021 from 09:27:38 â¿¿ 09:44:09. The backup battery was able to provide power to the system during the alarms. During investigation of the returned driveline, damaged wires were found resulting in a phase-to-phase short causing the no external power alarms. The backup battery was able to provide power to the system during the alarms. There were no other notable alarms active in the log file. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump without alarms. The controller functioned as intended. The root cause of the reported event conclusively determined to be caused by damaged wires in the driveline and are unrelated to the controller. Heartmate iii instructions for use, rev. C, section 7 entitled â¿¿alarms and troubleshootingâ¿¿ and heartmate iii patient handbook, rev. C, section 5 entitled â¿¿alarms and troubleshootingâ¿¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU), rev. C, section 3 â¿¿ â¿¿powering the systemâ¿¿ and the heartmate iii patient handbook, rev. C, section 3 â¿¿ â¿¿powering the systemâ¿¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.